Event description:
Reporter alleged the lot number and bar code are missing from the test strip drum used with the blood glucose monitoring device. Reporter stated there was no print on the actual test strip drum. A request was made for the return of the suspect product and replacement product was sent.